Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21680425.

Event description:
It was reported that the patient could not get coverage due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.